Manufacturer narrative:
The manufacturer previously reported receiving information alleging the ventilator internal battery was not charging. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegation. The power management pca was replaced as the repair for the battery issue. The pollen filter, exhaust fan assembly, and 43 micron filter were replaced as part of the fco and periodic maintenance procedures. The device passed all tests. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging the ventilator internal battery was not charging. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegation. The power management pca was replaced as the repair for the battery issue. The pollen filter, exhaust fan assembly, and 43 micron filter were replaced as part of the fco and periodic maintenance procedures. The device passed all tests.